Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. The stent remains implanted. No x-ray images were provided for evaluation. Pre dilation as well as post dilation was performed; there was no report of any irregularities or complication during initial stent placement. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Based on the instructions for use complications and adverse events associated with the use of the covera vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow and restenosis of the target vessel. In regards to pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated'. And 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein'. Holding and handling of system was found described, in particular the instructions for use state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement'. H10: (expiry date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through results of a clinical trial that one year seven months and twenty-two days post index procedure, the target lesion at cephalic vein arch had a maximum initial lesion stenosis of eighty percent. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. The current status of the patient is unknown.

Event description:
It was reported through results of a clinical trial that one year seven months and twenty-two days post index procedure, the target lesion at cephalic vein arch had a maximum initial lesion stenosis of eighty percent. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 12/2022).